Manufacturer narrative:
Follow-up # 1 ¿ (08/23/2013). The patient¿s lancing device has been returned and evaluated by lifescan product analysis on 8/5/2013 and 8/15/2013, respectively, with the following findings:the lancing device involved with this complaint failed testing. The lancing device's casing was found to be cracked/opened. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the casing is cracked/ broken on the onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 1116 am. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. The patient alleged she was not able to continue testing her blood glucose due to the reported issue. On the morning of (B)(6) 2013, a couple days after the start of the alleged issue, the patient claimed she felt symptoms of sweaty and shaky. The patient denied receiving medical treatment due to the reported issue. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms suggestive of a serious injury after not being able to test due to a cracked/ broken lancing device.

Manufacturer narrative:
The lancing device involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product that do not pass inspection in a supplemental report.